Event description:
Boston scientific received information that prior to a recent thoracic spinal surgery, this device was programmed to doo 80ppm, then following the procedure, the device was observed to be programed to vvi 65ppm. Technical services was consulted and discussed likely that power on reset had occurred during the procedure. The physician discussed that the device would be checked the following morning and attempted to be reprogrammed. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.